Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that during implant procedure, increased high voltage lead impedance and thresholds were observed when positioning the lead. Before the pocket was closed, the physician suspected an issue with the lead and replaced the lead. The patient condition was good after the procedure.